Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not charging while plugged into a usb port and then the power adapter was attempted to be used. Tandem technical support advised customer to charge for an additional 30 minutes. Upon follow up, customer reported battery was successfully charged. Customer's blood glucose was 72 mg/dl.